Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt told the caller that ins is bothering the pt - that ins is affecting her legs. Patient said their legs are not moving/feel numb or something, but caller was not sure exactly, or if pt's legs were just asleep. Pt said it felt like "it" exploded, that there was a shock or something on friday. The caller was redirected to their healthcare provider to further address the issue and request rep meet with them.